Manufacturer narrative:
(B)(4) d10: medical product: unknown tibial tray: catalog#ni, lot#ni. G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for further evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the articular surface would not seat on the tibial tray. There was no patient impact and no adverse events have been reported as a result of the malfunction. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d4; d9; g3; h2; h4; h11. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual examination of the returned product identified signs of insertion attempt/s (gouges, inserter tool mark). The dovetail feature is flared. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Complaint sample was confirmed by evaluation of returned device. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.